Event description:
The device was used during open heart surgery. The clips did not fire or form properly. The surgeon used another device to complete the procedure. The hosp has reported that no pt injury occurred.

Manufacturer narrative:
The device was not returned to the MFR for evaluation.